Manufacturer narrative:
Device received constant insulin flow blocked alarm during rewind due to gearbox jammed. Unable to verify prime or fill anomaly due to insulin flow blocked alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had issues with reservoir. The customer's blood glucose value was 154 mg/dl. Customer reported that they had an issue with insulin pump refilling the reservoir. Customer stated that when loading the reservoir in the insulin pump the piston was not coming up to meet the reservoir but gave the check mark as though it detected the reservoir when going to fill the tubing receiving max filled reach, but no insulin was coming out of the tubing. Customer stated that when running the displacement test on the insulin pump it will not let him load the insulin pump, it beeped and goes straight to next. The device will be returned for analysis.